Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08-18-2024, that on 08-18-2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred six days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. The patient developed burning, redness, inflammation, pustules, and pus under the sensor pod area. On 08-19-2024, the swelling spread beyond the patch perimeter which prompted the patient to consult a family medicine physician. The healthcare provider (hcp) diagnosed the reaction site as cellulitis and prescribed an unspecified oral antibiotic medication. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction that consist of redness and swelling. The redness extended beyond the wearable and overlay patch perimeter. The photo confirmed the skin reaction. At the time of contact, it was indicated that the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.